Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized with high blood sugar of 600 mg/dl. The customer also reported that she was unsure if the insulin pump was delivering insulin. Her symptoms of high blood glucose were thirst, swelling and sickness, and she went into a diabetic ketoacidosis coma. She was treated intravenously and with manual injections. Troubleshooting was performed with the insulin pump. The drive support cap appeared normal. No air bubbles were found. Insulin did exit the tubing during a manual prime and no leaks were found. The settings and history were accurate. The high pressure test was performed and passed. It was advised the insulin pump was working as designed. The customer had already thrown the infusion set away and could not determine whether the cannula was bent. The insertion site was not sore or irritated. The customer was advised to change the entire set, reservoir and insulin. Nothing further was reported.